Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. As reported, a patient presented in the emergency room (ER) post-optease inferior vena cava filter (ivc) implantation. The optease filter was reported to have migrated near the patient¿s right atrium. Filter retrieval is planned. The filter was implanted in another (unknown) facility by an unknown physician. Additional information received indicated that the patient presented to the ER for issues unrelated to an ivc filter placement. In the emergency room the patient received a full body scan and it was noted that the patient had an ivc filter in place. The images had shown that the filter had migrated close to the right atrium. The patient was then referred for vascular surgery to retrieve the filter. The patient's health records showed that the filter was noted in prior body scans going back to 2002, and the most recent scan in 2008 showed the filter in place and not near the right atrium of the patient's heart. There is no data in the patient's record reflecting where the filter was placed or by what physician. The patient has declined a surgical option to remove the filter. The patient also remains an inpatient at the hospital. No additional information including the product catalog/lot number, or patient films is available. At this time, the device remains implanted in the patient and was not returned for analysis. A DHR could not be conducted as the sterile lot number was not provided. The reported ¿migration-embolization-cranial¿ could not be confirmed as films were not provided for review. The exact cause of the migration could not be conclusively determined. Based on the limited information available for review, factors contributing to this event could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Without films of the reported event there is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event and no corrective action will be taken at this time. Please note that this is the initial/final report for this file.

Event description:
As reported, a patient presented in the emergency room (ER) post-optease inferior vena cava filter (ivc) implantation. The optease filter was reported to have migrated to the patient's right atrium. Filter retrieval is planned. The filter was implanted in another (unknown) facility by an unknown physician. Additional information received indicated that the patient presented to the ER for issues unrelated to an ivc filter placement. In the emergency room the patient received a full body scan and it was noted that the patient had an ivc filter in place. The images had shown that the filter had migrated close to the right atrium. The patient was then referred for vascular surgery to retrieve the filter. The patient's health records showed that the filter was noted in prior body scans going back to 2002, and the most recent scan in 2008 showed the filter in place and not near the right atrium of the patient's heart. There is no data in the patient's record reflecting where the filter was placed or by what physician. The patient has declined a surgical option to remove the filter. The patient also remains an inpatient at the hospital. No additional information including the product catalog/lot number, or patient films is available.